Event description:
It was reported that on (B)(6) 2011, the patient underwent l2, l3, l4, l5 and s1 decompressive laminectomy with bilateral medial facetectomies and bilateral foraminotomies with microdissection for severe for severe spinal stenosis. L3 to s1 segmental instrumentation with use of the nuvasive pedicle screws. L2 to s1 posterolateral fusion with use of local autograft. Pre-operative diagnosis: severe stenosis at l3-4 and l4-5 critical nature and moderate to severe stenosis at l5-s1 and moderate stenosis at l2-3 with l3-s1 degenerative disc disease with near ankylosis of l4-5 with a markedly collapsed disc space and significant facet arthropathy and ligamentum flavum hypertrophy in a patient with severe back pain and neurogenic claudication who has failed extensive conservative treatment. Pre-op notes: "the surgeon decorticated the transverse processes at l3, l4, l5, and s1, and then decorticated part of the facet joints at l2-3 and packed bmp, morselized allograft, local autograft, and formagraft for an l2 to s1 posterolateral fusion... Next , the surgeon confirmed that the facet joints were packed with bmp at l2-3. Next, severe stenosis was decompressed, particularly at l3-4. Bilateral l2, bilateral l3, bilateral l4, bilateral l5 and bilateral s1 nerve roots were completely decompressed. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.